Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is not delivering insulin properly. The blood glucose reading is 323 mg/dl. Treated with insulin pump. Customer experienced dry mouth and thirst. The insulin pump will be replaced. Nothing further reported.